Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is experiencing a deterioration in hearing and speech understanding with the device. Further medical intervention is unknown.

Event description:
It was reported that the user experienced a deterioration in hearing and speech understanding with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
It was reported that the patient is experiencing a deterioration in hearing and speech understanding with the device. Further medical intervention is unknown.